Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a remote alert indicating the tube was arcing and giving grid switch errors (grid leakage current out of range). Upon troubleshooting, to resolve the issue, the fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the tube was arcing and giving gridswitch errors, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.